Event description:
A customer contacted stryker for preventive maintenance of their device. During evaluation stryker observed that buttons on the main keypad are inoperative. There was no patient involved in the reported event.

Manufacturer narrative:
Replaced part was not available for the further evaluation. The cause of the reported issue was isolated to the main keypad, however further root cause could not be determined.

Event description:
A customer contacted stryker for preventive maintenance of their device. During evaluation stryker observed that buttons on the main keypad are inoperative. There was no patient involved in the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and observed that buttons on the main keypad are inoperative. After replacing main keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.